Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:strip issue.

Event description:
Consumer complaint of e-5 error message; e-5 error occurred after blood sample applied to test strip. Mother is calling on behalf of the customer. Mother performed the blood test on customer and continue getting e-5 error. During the call on 10/08/2016, a back to back blood test was performed by the customer non-fasting and produced test results of e-5 using and hi. The customer's mother was informed that the hi could mean the blood result is over 600mg/dl. Mother stated the customer had eaten a lollipop and that it could have been less than two hours from time of test. Mother does not believes the lollipop brought the daughter's sugar up. Mother stated customer would test before a meal and the result should be less than 300 mg/dl. Mother stated if it is 2 hours after a meal it can be 400 mg/dl or more and she would then administer insulin. During call on (B)(6) 2016, mother gave customer insulin. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/23/2017 and open vial date is month of (B)(6) 2016. Mother stated there has been no changes in customer's diet. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:hi.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:strip issue.

Event description:
Consumer complaint of e-5 error message; e-5 error occurred after blood sample applied to test strip. Mother is calling on behalf of the customer. Mother performed the blood test on customer and continue getting e-5 error. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of e-5 using and hi. The customer's mother was informed that the hi could mean the blood result is over 600mg/dl. Mother stated the customer had eaten a lollipop and that it could have been less than two hours from time of test. Mother does not believes the lollipop brought the daughter's sugar up. Mother stated customer would test before a meal and the result should be less than 300 mg/dl. Mother stated if it is 2 hours after a meal it can be 400 mg/dl or more and she would then administer insulin. During call on (B)(6) 2016, mother gave customer insulin. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/23/2017 and open vial date is month of october 2016. Mother stated there has been no changes in customer's diet. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:hi.